Event description:
A patient reportedly complained of an electrical shocking sensation in the upper part of her body and through her arms during a pelvis exam using the torso coil. The patient's scan was just beginning and she experienced this pain on her arms only part way through the 3 plane localizer. The scan was then stopped. The patient was seen in the emergency department and said to have had blotchy skin and bruises on her arms. The bruising was on her left arm, elbow to mid forearm and on the wrist the size of a 50 cent piece. On her right hand she had a 1 x 1 inch bruise covering three knuckles on her hand. As of 2008, it was reported that the bruising is going away, but the tingling has remained. The patient indicated that she is planning to see a neurologist for the tingling. As of 2008, the patient indicated that the skin on her arm is still blotchy and her arm and hand are swollen.

Manufacturer narrative:
Investigation is ongoing.